Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that an anterior vitrectomy probe did not cut and was pulling the vitreous as aspiration was present. The probe was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided. One opened probe was received without a tip protector in a tray for the report of probe did not cut. The sample was visually inspected and was found conforming. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for all functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the probe was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).